Event description:
It was reported that the patient was ¿tweaked¿ and fell two days later resulting in a broken hip. It was noted that the right implant was off and the left implant was on. It was reported that the patient was not hospitalized as a result of the event.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2012, product type lead. (B)(4).